Event description:
It is reported that the surgeon could not get the locking screw to engage in the tibia. After several attempts the surgeon decided to use a different poly to complete the surgery. The surgery was delayed one hour.

Manufacturer narrative:
Information was received from a distributor who is not required to complete from 3500a. Evaluation summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays or further information. Evaluation: manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification.